Event description:
Patient presented infection at the ipg site to the physician. Physician prescribed an antibiotic (clindamycin 300 mg) on (B)(6) 2021. Physician subsequently performed an explant of sensing lead, ipg, and part of the stimulation lead body on (B)(6) 2021. The surgeon noted that the infection was a superficial skin infection localized to the incision site and prescribed antibiotic following the surgery.